Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery. Her blood glucose was 400 mg/dl, which she treated via manual insulin injection. During troubleshooting the insulin pump was able to prime. However, when she primed again no insulin exited the tubing. Troubleshooting was not complete; the customer planned to try another infusion set when she got home from work. The insulin pump was not returned for analysis.